Event description:
Patient and patient wife called back regarding previously noted issues. Patient said ins is "not working properly". Patient mentioned previous calls and having made therapy adjustments. Patient said they could feel the "vibrations" and then "the next day it was over". Reviewed therapy adjustment options. Patient increased stimulation until it was comfortable. Patient mentioned they could feel stimulation in their toe, but after increasing could feel it in bicycle seat area and it was comfortable. Patient will maintain stimulation level and monitor symptoms. Patient called back and reiterated previous reported information and what they did on their previous calls. The patient stated they kept adjusting but it "doesn't work properly; it doesn't do what it's supposed to do and that since the last time they called and adjusted it, it never worked for them once, in fact their symptoms were worse now. The patient stated they had to go to the bathroom every 20 minutes because they couldn't empty their bladder and that it was difficult to empty their bladder since the adjustment and that it felt like it was trying to stop them from going. The patient stated they had to really push and the volume that came out wasn't much. The patient stated once a day they'd urinate regularly but otherwise they were having to go every 30-40 minutes because they still had urine left. Patient services (ps) asked the patient if urinary retention was part of their underlying urinary dysfunction and the patient stated before they got the implant, they experienced these types of symptoms but it wasn't too often like it was now. It was like the "machine" was "working too much." The patient wanted to switch to a new program, so ps assisted them in connecting to their settings and switching to a new program. The patient began increasing and once again felt a tiny vibration in their toes at first but that went away, and they increased the stimulation to a comfortable level where they felt the stimulation in their bike-seat. The patient was going to monitor how their symptoms responded. The patient was redirected to follow up with their healthcare provider (hcp) if their symptoms continued to get worse and the patient stated their hcp was on vacation now but they had an appointment on 2023 (B)(6) . The patient was redirected to seek medical attention for their symptoms if needed in the meantime. The patient stated they'd call back for assistance in switching to a new setting if it still didn't help. Patient also mentioned they spoke once with a manufacturer representative; however, they no longer had the rep's number. The role of a rep was reviewed with the patient and the patient stated they would follow up with their hcp and clinic to inquire about the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that since received implant the 2nd time patient receives the urge to void, patient tries to hold it and sometimes the urge stops and sometimes it hurts to try to hold the urge. Patient said can't hold it all of the time and is still having issues of dripping. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance.  Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient (pt). Patient called back and stated they had made an adjustment a month ago and it had been working fine, but within a week "it doesn't work anymore". Patient said it was like "wearing nothing". Patient said they were getting up during the night and having urgency during the day. Patient services walked patient through increasing stimulation. Patient said they could feel stimulation in their left foot but not in their bicycle seat area. Patient services reviewed stimulation and program options. Patient services walked patient through changing programs. Patient adjusted stimulation until it was comfortable and in their bicycle seat area. Patient stated they have their follow up appointment with healthcare provider (hcp) soon. Callers (pt calling with their wife) called back on (B)(6) 2023 repeating information previously reported in this case. Callers reported a couple weeks ago they called because "it was not working properly" and reported they were still going to the bathroom and "it was not doing any good". Callers stated they changed programs but reported they had not noticed any improvement in symptoms on new program. Callers later stated symptoms were worse on new program. Callers stated they thought they had more success on the first program pt was on and requested assistance with changing back to that program (program 1). Pt was on program 3 at the time of the call but stated they thought they had been on program 2. Pt stated they must have made a mistake and went to 3. Pt changed back to program 1 and reported feeling stimulation in their toes when increasing stimulation, not in their bicycle seat area. Pt made a comment that they got an error message when trying to change programs initially that stated there was an error while performing the operation. Pt pressed try again then was able to successfully connect to change programs. Pt changed to program 4 and reported still not feeling stimulation in their bicycle seat area when pt increased (instead pt stated feeling stim in their toes/legs). Pt changed back to program 3 and increased stimulation higher than original setting and confirmed feeling stimulation comfortably in their bicycle seat area. Pt will monitor symptoms now that therapy change was made.